Manufacturer narrative:
Device evaluation: the complaint components were returned and analyzed. The reported allegation of improper size was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It is reported that during an inflatable penile prosthesis implant, the physician felt that the device was not applicable, then replaced with a small one. There were no patient complications reported. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received confirmed this was an original implant surgery.

Event description:
It as reported that during an inflatable penile prosthesis implant, the physician felt that the device was not applicable, then replaced with a small one. There were no patient complications reported. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.